Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(4) 2017. It was noted that there was no reported issue with the catheter, and the patient reported getting good pain relief from the therapy. There were no recent changes in therapy. It was felt that it was possibly the positioning of the patient on the table that was the cause for being unable to clear the catheter. The pump was changed without any complications, and the managing hcp was made aware of the issue by his nurse practitioner who was present for the case. The catheter remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (25mg/ml at 13.2mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that during a pump replacement procedure for normal battery depletion, the hcp could only aspirate 0.2-0.3cc via the catheter access port (cap). It was noted that the patient was very thin and supine, and they did not want to reposition the body. A tuberculin (tb) syringe was tried with a luar lock on the catheter, but they were still unable to aspirate the proper amount of drug from the catheter. It was noted that the catheter was not changed or revised, but if a catheter issue was determined, another hcp would take care of that as this surgeon only revised pumps.it was noted that the surgeon did not want to do a back table prime, and the patient was to be managed with oral drugs and assessed for possibly a couple of days in the hospital. It was unknown if the patient experienced any previous therapy issues or concerns, but it was noted that there was no report of catheter issues. No symptoms were reported and no further complications were reported or anticipated.